Event description:
When the PICC line was being removed the guide wire became stuck, and when it was removed the wire was frayed and the jtip had been lost. This fraying occurred distally along the guidewire very high up the humerus and the care provider did not feel that excessive force was used in advancing or retracting the guidewire. Radiology confirmed the retained guidewire fragment and determined that due to its small size, it was not clinically significant and risks inherent to attempted removal would outweigh any benefit.